Event description:
It was reported that on (B)(6) 2022, a 16mm amplatzer septal occluder was selected for implantation using a 8f amplatzer trevisio intravascular delivery system. During the procedure, during deployment, the device deformed and twisted. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The device was removed and replaced with an 18mm amplatzer septal occluder to resolve the event. The patient is reported to be discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Two images from field appeared to be taken during imaging that showed distal disc deploying in cobra shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.